Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the pulse generator was in back-up. A day before, the patient presented in the operating room for an unrelated procedure. The device was functioning prior to the surgery hence, it was suspected that cautery used during the surgery might have caused the device reset. A device restoration was performed successfully.